Manufacturer narrative:
The involved device was not returned for evaluation. The investigation was based upon assessment of user facility information, evaluation of reserve and current lot samples, and a photo of the actual sample. Visual inspection of retained and current lot samples did not reveal any defects or abnormalities. Function testing on the samples confirmed that performance specifications were met. Simulation testing was performed. The sheath was manually activated and made attempt to deactivate the needle by intentionally pulling back the needle from the sheath, this caused the cannula bend. The sheath was then pushed against the table top to reactivate. The needle pierced the safety sheath cover similar to the photo of the actual sample. A review of the device history record confirmed that there were no production related problems for this lot number. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause for the reported event cannot be definitively determined based on the available information and the simulation testing that was conducted, the event description is most consistent with the end-user not following the proper technique per the instructions-for-use. The device labeling does address the potential for such an occurrence in the warnings/cautions and the instructions-for-use with statements such as the following: (1) "handle with care to avoid needlesticks"; (2) "keep hands behind the needle at all times during use and disposal"; (3) "for greatest safety, activate the sheath using a one-handed technique"; (4) "if a needle is bent or damaged, no attempt should be made to straighten needle or use the product"; (5) "position sheath approximately 45 degrees to a flat surface. Press down with a firm, quick motion until a distinct audible click is heard"; (6) "visually confirm that the needle is fully engaged under the lock"; and (7) "dispose of used needles and materials following the policies and procedures of your facility as well as federal and local regulations for sharps disposal." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
(B)(4)

Event description:
The user facility reported that a nurse incurred a needle stick. Follow-up communication with the user facility confirmed; (1) the needle bent at a 90 degree angle; (2) the needle went through the safety shield; and (3) the nurse received a needle stick.